Event description:
On(B)(6) 2023, the customer alleged to medela llc that while using her pump in style with maxflow pump she was unable to get adequate suction to empty her breasts of breast milk. The customer also alleged she had clogged ducts and mastitis and was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting transformer for damage; disassembling, inspecting, cleaning and reassembling the kit and tubing set; verified no milk backup occurred; verified user was using dry parts when pumping; verified user was not washing or drying tubing on pump; verified user was washing parts according to instructions for use; and verified using was using correct kit components. The customer stated there were no damage to her pumping parts. The customer also stated she was only using the pump for one week and she had one clogged duct, tried to pump the clogged duct out but it was not emptying her breast milk fully. She got two more clogged ducts and then mastitis. She rented the hospital pump to pump her breast milk. A replacement pump and parts were sent to the customer. In follow up with a complaint handler on 7/3/2023, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed an antibiotic her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.